Event description:
It was reported that the device was leaving strips in the middle of the harvest site. The event timing was outside of surgery. There was no harm or delay reported. No adverse events were reported as a result of this malfunction. Due diligence is complete and no additional information is available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Review of the most recent repair record determined the control lever torque was loose and the device was out of calibration; worn bearings. The lever, bearings, and various other parts were replaced and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trend.

Event description:
The event timing was during surgery. There is no additional event information available.